Event description:
Information received notes that the patient complained of lightheadedness, dizziness and occasional shortness of breath. The device exhibited >1990 ohms atrial impedance in both unipolar and bipolar modes and loss of atrial cap- ture and sensing. Lead fracture was not apparent on x-ray. When the lead was disconnected from the pulse generator, the patient had a junctional rhythm of 70 bpm. When the lead tested normal, the pulse generator was tested and replaced.